Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was getting unwanted stimulation in the ribs. As a result, surgical intervention is planned wherein the physician will revise the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received.

Event description:
It was reported that the patient underwent a lead revision on (B)(6) 2019. The patient's lead was was re-located to t9. Therapy was restored following the procedure.